Event description:
It was reported that the patient developed stage 2 diffuse lamellar keratitis (dlk) following laser vision correction surgery. Patient had sub-conjunctival hemorrhage (sch), broken blood vessel in the eye, linear sub-epithelial irregularity, central sub-epithelial haze, vertical linear irregularities, mild temporal ingrowth, small flap, trace and mild haze with 2 vertical sub-epithelial folds, 1mm ingrowth in both eyes, white deposit in interface in left eye, 2+ diffuse lamellar keratitis (dlk) with 1+ edema, central k folds, vertical striae, irregular epithelium superior to flap, thin flap, and mild vertical scarring. The patient was noted to have a loss of best corrected visual acuity (bcva) greater than 2 lines over the course of the post op visits. Date of surgery (dos): (B)(6) 2014. Post ¿ operative information: 1 day, od: trace sub-conjunctival hemorrhage (sch) [broken blood vessel in eye], os: linear sub-epithelial irregularity, no haze, visual acuity (va): od: 20/30 os: 20/30-. 8 days, od: trace temporal dlk, os: central sub-epithelial haze, vertical linear irregularities, visual acuity: od: 20/40 os: 20/50. 15 days, od: mild temporal ingrowth, small flap, os: improved central sub-epithelial haze, vertical linear irregularities, visual acuity: od: 20/30+ os: 20/25+2. 29 days, central haze os, od: trace haze with mild temporal epithelial ingrowth, os: mild haze with 2 vertical sub- epithelial folds, visual acuity: od: 20/40- os: 20/50-. 1 month 3 days, 1mm ingrowth ou, white deposit in interface os, od: 1mm ingrowth, os: 1mm ingrowth white deposit in interface, visual acuity: od: 20/50- os: 20/60. 1 month 5 days, dlk and folds, white deposit in interface os, od: 2+dlk with 1+edema, os: central k folds, visual acuity: od: 20/40 os: 20/50-. 1 month 10 days, od: 1mm ingrowth peripherally mild dlk, os: 1/2mm ingrowth peripherally mild dlk vertical striae, visual acuity: od: 20/40 os: 20/40. 1 month 12 days, visual acuity: od: 20/60 os: 20/50-. 1 month 13 days, od: irregular epithelium superior to flap, visual acuity: od: 20/70 os: 20/60-. 1 month 19 days, visual acuity: od: 20/60- os: 20/60. 2 months 4 days, visual acuity: od: 20/60- os: 20/60. 3 months 8 days, od: 2+dlk, os: 1+dlk, visual acuity: od: 20/50+ os: 20/40-. 3 months 28 days, 1+dlk, od: 1+ dlk, os: 1+dlk, visual acuity: od: 20/50- os: 20/40-. 4 months 27 days, od: trace dlk, os: trace dlk, thin flap, visual acuity: od: 20/40 os: 20/40. 5 months 29 days, od: trace dlk, os: trace dlk, thin flap, visual acuity: od: 20/30- os: 20/30-. 8 months 14 days, od: 1+ haze, os: 1/2 mm ingrowth temporally, mild vertical scarring, visual acuity: od: 20/30 os: 20/30-.

Manufacturer narrative:
Trace conjunctival hemorrhage (sch) broken blood vessel in eye, vertical linear irregularities, mild temporal epithelial ingrowth, vertical sub-epithelial folds, 1mm ingrowth, white deposit in interface, vertical striae, irregular epithelium superior to flap, thin flap, and mild vertical scarring the clinic is reporting this adverse event only and did not request or require field service. Information was discussed with account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir laser system. Device manufacture date: unknown; asked but not available at the time of this reporting. All pertinent information available to abbott medical optics has been submitted. Placeholder.